Event description:
It was reported that during a surgery, a clip applier fired two staples at one time, and that clips fell off the tissue after stapling. It was confirmed through follow-up with the user-facility that the ejected clips were retrieved, and there was no reported harm to the pt.

Manufacturer narrative:
Final investigation showed that the clip applier was returned with no available clips, therefore, it was not possible to test the device. A physical examination of the device revealed no cause for the reported failure.